Manufacturer narrative:
Batch review performed on 26 may 2020: lot 130616: (B)(4) items manufactured and released on 24-apr-2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Clinical evaluation performed by medacta medical affairs director: 7 years after primary cementless tha the stem is deemed to be loose and replaced, along with head and liner as customary. Only one frontal xray is supplied, and it is not sufficient to draw any reliable conclusion as to the causes of revision. A thin radiolucent line is visible around the stem, but causes cannot be determined. Secondary loosening is a possible adverse event following tha, described in literature, and causes are often unknown.

Event description:
Revision surgery performed, 6 years and 10 months after primary surgery, due to stem loosening. Femoral components and liner were successfully revised.